Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 6309415; medical device expiration date: 2020-10-31; device manufacture date: 2016-11-04; medical device lot #: 7086428; medical device expiration date: 2021-02-28; device manufacture date: 2017-03-27. Investigation summary: unconfirmed, based on available evidence. Investigation conclusion: the customer issued a complaint for a safety device which did not activate detected by end user. Neither sample nor photo was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process. Root cause description: based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process.

Event description:
It was reported that after use a bd ultra safe passive¿ needle guard syringe malfunctioned as the spring failed to pop leaving medication in the syringe. There was no report of injury or medical intervention needed.